Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's pacemaker exhibited under sensing. No intervention was performed. There were no patient consequences.